Manufacturer narrative:
The device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Product was discarded.

Event description:
It was reported by a company representative that a patient developed a post-surgical infection after a procedure. The patient's skin became inflamed, elevated, and was not healing. There are no additional details available at this time.